Event description:
It was reported that catheter issue occurred. The 95% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. The opticross catheter was introduced over a non-boston scientific guidewire for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device got stuck with the guidewire. The entire system was removed, and the procedure was completed with another of the same device. No patient complications were reported. No damage was noted with the guidewire and the guidewire was able to be removed from the catheter outside the patient. A catheter twist was noted near the transducer.